Event description:
It was reported that during a vats right wedge procedure, the device would not open after the surgeon inserted the device into the trocar. A competitors device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 10/13/2008. Evaluation summary: the analysis results found that the device was received in good visual condition and with a reload present. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended, however, when clamping the device, some resistance was felt. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the yoke teeth were found damaged. Although no conclusion could be reached as to how the yoke teeth became damage, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 300% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.